Event description:
During a da vinci s hysterectomy procedure, a spring came out of the mega suturecut needle driver instrument's tip. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the alleged complaint. The instrument was found with one grip close cable derailed at the distal idler pulley. Damages were found on the surface of the distal idler pulley. Additional observation not reported by the customer was a frayed grip cable at the distal clevis. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.